Manufacturer narrative:
(B)(4). After review of the information received below, the file has been upgraded to a serious injury: what type of procedure was the device used in? Hemorrhoidectomy. How much blood was lost (ml)? 10-20 ml. Did the patient require a blood transfusion? Not required. If yes, how many units were given? Na. Did the post-operative care change based on the bleeding? Yes. If yes, please describe. The patient has stayed at hospital one more day due to bleeding and pain. How was the procedure completed? By suturing. What grade of hemorrhoids did the patient have and in what quadrant were they located? Grade ii,3 o¿ clock,7 o¿clock& 11 o¿ clock. Was the device difficult to close? No. Was the device difficult to fire? No. When was the safety released prior to firing? Yes. Were there any staples seen in the surgical field? If so, what was their shape? 2-3 stapler found but it was like open leg. Did the healthcare professional receive audible & tactile feedback when firing the device? No. Was the washer inspected? If so, please describe. There was no donut seen. The wound was open. What is the current patient status? Severe pain for 2 weeks and now went abroad. Consulting the doctor almost all day due to pain.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during an unknown procedure, ¿the doctor fired the stapler but the staple didn't formed but only cutting has happened so there was having a higher bleeding¿. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n55w3d. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.